Manufacturer narrative:
This report is filed june 19, 2012.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2011 due to infection. The recipient was implanted in the contralateral ear during the same surgery.